Manufacturer narrative:
One opened/used sensor was evaluated and visually inspection and it was noted the sensor cannula was broken. The broken part was missing. Unable to confirm if customer received the sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, she inserted a new sensor and after waiting for two hours the insulin pump alarmed sensor error. Customer stated she still had the sensor in and it seemed to be fine. Customer declined troubleshooting as she had removed the sensor. Customer agreed to return the sensor for analysis.